Event description:
It was reported that during inspection by the customer, the autopulse platform did not work with one particular autopulse nimh battery (sn: (B)(4)). The platform displayed a user advisory 45 (not at "home" position after power-on/restart). The lifeband was re-installed but the same thing happened. Customer reported that the message was cleared by changing out the battery. They tried 3 other batteries and did not get any error messages. No patient involvement was reported.

Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed. Please see related MFR report #3003793491-2013-00954 for autopulse nimh battery with sn: (B)(4).